Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the libre reader; no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and the precision strips; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An imprecise control glucose readings issue was reported with use of the abbott diabetes care (adc) device. The customer received readings of 5/6/7 mmol/l from adc device. As a result, customer experienced almost falling into coma, collapsed, and acting and walking strange. The customer was unable to self-treat and consulted with a healthcare professional (hcp) who was unable to take the customer's glucose was it was reportedly very high. The customer was then provided with water drips as treatment by the hcp for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and libre 2 reader, no trends were identified that would indicate any product related issues. The available tracking and trending reports were conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section d1 (brand name) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An imprecise control glucose readings issue was reported with use of the abbott diabetes care (adc) device. The customer received readings of 5/6/7 mmol/l from adc device. As a result, customer experienced almost falling into coma, collapsed, and acting and walking strange. The customer was unable to self-treat and consulted with a healthcare professional (hcp) who was unable to take the customer's glucose was it was reportedly very high. The customer was then provided with water drips as treatment by the hcp for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received scan results of "5/6/7 mmol/l" on the adc device. It is unknown whether the customer noted a trend arrow on the device. As a result, customer experienced almost falling into coma, collapsed, and acting and walking strange. The customer was unable to self-treat and consulted with a healthcare professional (hcp), who was unable to take the customer's glucose was it was reportedly very high. The customer was then provided with water drips as treatment by the hcp for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation is in progress. No corrective actions have been taken at this time. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section d1 (brand name) and h11(additional mfg narrative) were incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received scan results of "5/6/7 mmol/l" on the adc device. It is unknown whether the customer noted a trend arrow on the device. As a result, customer experienced almost falling into coma, collapsed, and acting and walking strange. The customer was unable to self-treat and consulted with a healthcare professional (hcp), who was unable to take the customer's glucose was it was reportedly very high. The customer was then provided with water drips as treatment by the hcp for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An imprecise control glucose readings issue was reported with use of the abbott diabetes care (adc) device. The customer received readings of 5/6/7 mmol/l from adc device. As a result, customer experienced almost falling into coma, collapsed, and acting and walking strange. The customer was unable to self-treat and consulted with a healthcare professional (hcp) who was unable to take the customer's glucose was it was reportedly very high. The customer was then provided with water drips as treatment by the hcp for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.